Event description:
The hospital advised that at 11:05, the registered nurse hung a bag of diltiazem (cardiazem) 150 mg in 150 cc d5w. The rate was set at 5 cc/hr (5mg/hr). At approx 12:20, the nurse noticed that the bag was nearly empty. There was no pt consequence.